Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted in august 2022, and at activation on (B)(6) 2022 in situ testing showed altered results.

Manufacturer narrative:
Additional information: based on the received measurements, a damage to the active electrode due to excessive mechanical stress appears likely, even though such event has not been reported. In addition, intra-operative measurements done during implantation surgery showed two channels with high impedance, possibly caused by inadvertent damage of the electrode during insertion or inadequate tissue connectivity e.g air bubbles on the electrode contacts. However, to determine an exact root cause, device investigation would be necessary. The concerned device has been explanted but has not been received for investigation yet.

Event description:
The user was re-implanted in(B)(6) 2022, and at activation on the (B)(6) 2022 in situ testing showed altered results. The audiological performance after the reimplantation was not good. The user was re-implanted.

Event description:
The user was re-implanted in (B)(6) 2022 and at activation on the (B)(6) 2022 in situ testing showed altered results. The audiological performance after the reimplantation was not good. The user was re-implanted.

Manufacturer narrative:
Conclusion:the device investigation shows damage to the active electrode lead by a sharp instrument, which is typical for occurring during surgical intervention e.g. Implantation surgery. No other damages have been identified which could explain the reported problem. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery. The reported problems match with the findings during device investigation. This is a final report.